Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 49 mg/dl. The customer stated that they were treated with orange juice. The customer also reported that there was crack along the reservoir compartment. It was unknown if auto mode was active during the reported event. The device will not be returned for analysis.